Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a lap cholecystectomy, the clips on the clip applier would not close/clamp down all the way. The surgeon tried on different tissue thicknesses but the clip would not close. A new clip applier was opened and the case was completed with that device. It is unknown if there were any adverse patient consequences. This is all the known/available details regarding this event.